Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/06/2016. The fse confirmed a small leak from tubing through valve vl57; the leak was resolved by valve and tubing replacement. Additionally, the differential ls offset voltage high errors and differential vote outs were resolved by replacing a cloudy white blood cell (wbc) bath and the diff sample line which, was full of dried blood. (B)(4).

Event description:
The customer reported differential vote outs (non-numeric results) and a bloody fluid leak from a coulter lh 750 hematology analyzer while running patient samples. The customer observed light scatter (ls) offset high error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.